Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected and no abnormalities were found. Next the catheter had saline pumped through the irrigation system and it was confirmed that fluid did leak in the handle. The alleged complaint was confirmed through the analysis, however, the root cause for the leak could not be determined. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure to treat atrial tachycardia (at), while mapping with an intellamap orion high resolution mapping catheter, they noticed saline dripping out of the catheter's handle. They replaced the catheter and were able to complete the procedure without patient complications. The catheter has been received by boston scientific for analysis.

Event description:
It was reported that during an ablation procedure to treat atrial tachycardia (at), while mapping with an intellamap orion high resolution mapping catheter, they noticed saline dripping out of the catheter's handle. They replaced the catheter and were able to complete the procedure without patient complications. The catheter is expected to be returned for analysis.